Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The excessive no delivery alarm test and occlusion test could not be performed due to the drive support disk anomaly. No unexpected motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported a motor error alarm. Customer also states that there is also a no delivery alarm. Furthermore, customer is unable to rewind the insulin pump. The blood glucose reading is between 130-140 mg/dl. The insulin pump will be replaced. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.